Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an abrupt increase in this right ventricular (rv) lead pacing impedance measurements but still within range. (B)(6) technical services (ts) was consulted and recommended to continue to monitor. No adverse patient effects were reported. At this time, the device system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5120102.